Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, black particles on the shell and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the anterior due to surgical damage consist in the use of some surgical tool. Partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.